Manufacturer narrative:
During analysis the device was found to be in hardware reset when interrogated. The memory map indicates that the reset occurred post mortem. It is believed that the device's lead was damaged, and the lead arced to the can during high voltage therapy delivery, which caused the hardware reset. It's believed that there was lead noise and as a result the device delivered inappropriate hv therapy which appeared to induce vf. One more hv shock was s delivered, but vf was not terminated.

Event description:
It was reported that patient died at home. Device could not be interrogated post mortem. It was reported that the patient expired and the caused of death was unknown. The physician is uncertain if device was involved.

Manufacturer narrative:
No medwatch form was received.